Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd alaris¿ pump module smartsite¿ infusion set, that there was air in the line. The following information was provided by the initial reporter: we have a set of tubing today that despite troubleshooting (new tubing and different pumps), the pump would alarm air in the line.

Event description:
It was reported that while using a bd alaris¿ pump module smartsite¿ infusion set, that there was air in the line. The following information was provided by the initial reporter: we have a set of tubing today that despite troubleshooting (new tubing and different pumps), the pump would alarm air in the line.

Manufacturer narrative:
H6: investigation summary one sample (model #2426-0500) was returned by the customer. It was reported by the customer that the "tubing today that despite troubleshooting (new tubing and different pumps), the pump would alarm air in the line". The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2426-0500 lot number 22033142 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.